Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: during investigation, the pump was powered on and the display was found to be blank with audible tone and vibration. The pump history was unable to be successfully downloaded. The pump cover was removed and there was no evidence of moisture or damage to the internal components. A failure with the pump¿s read-only memory was determined to be the cause of the blank display. Unrelated to the original complaint, the battery compartment was found to be cracked below the bumper pad.

Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.